Event description:
It was reported that the blade got hot while using this shaver causing burning on the patient's shoulder. The shaft of the shaver smoked and heated and then burned the skin.

Manufacturer narrative:
Additional information will be provided once investigation is completed.